Manufacturer narrative:
(B)(4).

Event description:
The right hemisphere deep brain stimulator lead was misplaced. Misplacement was confirmed via fluoroscopic imaging on (B)(6) 2010. There were no symptoms associated with the misplacement. The lead was explanted on (B)(6) 2010. The pt had a prolonged hospitalization as a result of the events. The pt resolved without sequela on (B)(6) 2010. Also, a computed axial tomography scan without contrast revealed normal position of the left lead in the subthalamic nucleus. There was frontal air inclusion within normal post surgical limits, no hemorrhage, and no focal lesions seen. Additional info has been requested. A f/u report will be submitted if additional info becomes available.